Manufacturer narrative:
Investigation of the returned device was evaluation and determined only the insertion device was returned , no suture or ts. The actuator is in its t2 pre-deployment position. Smith & nephew will continue to monitor any future occurrences of this failure type. No further action is deemed necessary as a result. (B)(4).

Event description:
During an unknown procedure the fast-fix 360 curved ndl delivery sys device simultaneous deployed during the second case: both anchors get loose form the inserter when pushing the trigger. Back-up available. No patient injury. Both implants were removed from the patient.